Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for dig digoxin (dig) on a cobas 6000 c (501) module. The initial dig result was 2.37 ng/ml. This result was reported outside of the laboratory. The sample was repeated on a different c501 module and the result was 1.75 ng/ml. The sample was repeated on the original c501 module used for the initial result and the result was 1.75 ng/ml. The result of 1.75 ng/ml was reported outside of the laboratory as a corrected result. The customer stated the original result was corrected before any action could have been taken since the original result was released during the evening and was corrected shortly afterwards. No adverse event occurred. The dig reagent lot number was 22798401 with an expiration date of 04/30/2018. The field service engineer (fse) visited the customer site where there was a possible sample probe issue. The fse cleaned the sample probe and verified alignment. Calibration and quality control results were within customer¿s specification.

Manufacturer narrative:
The investigation determined that the low vacuum issue found by the fse was the root cause of the event. The result discrepancy appears to be due to carry over. A cell carry over can be caused by insufficient functioning of the vacuum. Reagent issues can be excluded since the repeat tests were performed under the same conditions.

Manufacturer narrative:
Upon follow up, the customer stated that this c501 module produces elevated dig results that repeat lower on the other module. The customer believes this has occurred since the most recent service visit. The customer could not provide any specific results related to this. The fse visited the customer site again where a low vacuum issue causing fluidic failure was identified. The fse replaced vacuum pump diaphragms and cleaned the main vacuum valves. Calibration and qc was performed and the results were within specifications.

Manufacturer narrative:
The customer stated the issue has not recurred.